Manufacturer narrative:
The patient experienced the events on an unreported date in (B)(6) 2018. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A home patient on automated peritoneal dialysis (apd) therapy experienced loss of consciousness and chest pain. The cause of the loss of consciousness and chest pain was not reported. The patient did not perform peritoneal dialysis (pd) therapy for four days and it was unspecified why the patient did not revert to manual supplies during this time. Subsequently, the patient passed out and reported that it was due to ¿not dialyzing¿. The patient further stated that they had unspecified difficulty dialyzing and was ¿now¿ experiencing chest pains which were ongoing. During the call, the patient was advised to seek medical attention, however, the patient declined doing so and further stated that ¿it was not possible to seek medical assistance¿. At the time of this report, apd therapy was ongoing and the patient was reportedly ¿feeling quite a lot better¿. No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
The device was not returned; however, upon follow up the product code and serial number were provided. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide reviews and differentiates between supplies for automated peritoneal dialysis therapy and supplies used for manual exchanges. The guide explains that manual exchanges are to be done if the cycler is unable to be used. Should additional relevant information become available, a supplemental report will be submitted.